Event description:
A customer reported that their pump¿s touchscreen was cracked and shattered, rendering it unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer reverted to an alternate method in insulin therapy.